Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, information from the field stated that the needle had been reshaped. Artmt600078599 ver. A, brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cryo-ablation procedure for atrial fibrillation, after positioning the introducer and inserting the needle, the needle pierced the dilator and could not reach the end of the introducer. The sheath was replaced and the procedure was completed with no adverse patient consequences. The material was discarded at the hospital. The stylet was used with the introducer.